Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg would not communicate with external devices. An sjm representative met with the patient and confirmed the communication issue. It is unknown if the patient complied with the recommended charging protocol. Surgical intervention may take place at a later date to address the issue.